Event description:
It was reported that during the implant procedure, the setscrew of the left ventricular (lv) lead port became loose after the lv lead was connected. The lead was then disconnected and attempted to be re-connected, however, the setscrew of the lv port could not be tightened again. It was noted the torque wrench could not be inserted properly into the hole of the screw and it was unknown if the setscrew was loose or if the hole of the setscrew was worn out. Despite multiple attempts and another wrench being used, the setscrew in the lv connector port could not be tightened and the crt-d was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet, foreign material on set screw, a loose/detached set screw, and a damaged set screw. If information is provided in the future, a supplemental report will be issued.